Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "rfu shows red cross with periodic audio chrip with inop service required." There was no pt involvement.